Event description:
USA. Allegedly, a patient who underwent a breast surgery augmentation on december 2025, develop a capsular contracture baker grade IV in her left breast (25082335-17). She had a washout on her left breast on (B)(6) 2025 due to an early seroma

Manufacturer narrative:
This follow-up is being submitted to inform that, in addition to the previously reported capsular contracture grade iii, an early seroma has been reported. This new clinical information was identified after the initial submission and is therefore being provided as part of continued event monitoring and reporting.

Event description:
USA. Allegedly, a patient who underwent a breast surgery augmentation on (B)(6) 2025, develop a capsular contracture baker grade IV in her left breast.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade IV.